Manufacturer narrative:
The report of low flow alarms can be confirmed based on the submitted system controller log file; however, the report of a potentially malpositioned inflow conduit and a specific cause for the gastrointestinal (gi) bleed could not be conclusively determined. The two submitted log files contained data which captured numerous low flow hazards where the calculated flow was captured as 2.4 lpm. No other unusual events or alarms were captured in the log file. A specific cause for the low flow alarms could not be conclusively determined. The patient continued to experience the low flow alarms and a second log file was submitted. The second log file contained approximately 3 days of data which also captured numerous low flow hazards where the calculated flow was captured as 2.4 lpm. Pump speed was changed several times, without resolution of the alarms. No other unusual events or alarms were captured in the log file. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: the device was implanted prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 2 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2017 low flow alarms were occurring from late morning to the afternoon. The patient was admitted to the hospital as it was felt that the low flow status was due to hypertension. The low flow alarms cleared after the patient's blood pressure was stabilized. While in the hospital, the patient experienced ongoing hypovolemia and vomited twice on (B)(6) 2017. Subsequently, the patient experienced bloody stools and anemia and received 3 units of blood. The patient also had a lower abdominal hematoma from an unknown source that grew throughout the day. The mean arterial blood pressure was in the low 60¿s. On (B)(6) 2017, it was reported that continuous low flow alarms were still occurring due to bleeding and hypovolemia. There was clinical concern of pump malposition, but the echocardiogram was not convincing that flow to the lvad was impeded. It appeared to the physicians as more of a low left ventricular preload issue. X-rays showed the pump positioning had not changed from previous images, but there was an acute v-shaped angle between the inflow and the pump itself. The patient was treated with volume and the hematoma was to be treated surgically. The family discussed moving the patient to palliative care, as the patient might not be a candidate for a pump exchange due to their age. No additional information was provided.